Manufacturer narrative:
Upon further investigation, the following event occurred during preventative maintenance. There was no report of patient or user harm. Therefore this complaint no longer meets reportability requirements. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). While troubleshooting, the battery voltage was 12 volts and it was determined that the battery needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the battery with one from the hospital stock to resolve the issue. Operational testing was conducted, and the device passed all required testing.

Manufacturer narrative:
Date of report: september 25, 2021.

Event description:
It was reported to philips that the device's cooling fan was turning off and on when it¿s plugged into power. The device was not in clinical use at the time of the event. There was no report of patient or user harm.